Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after seven months of the surgery, a pseudoarthrosis was diagnosed. In the moment of the surgery of extraction it was detected the break of seven distal screws 2.7mm. There was a prolongation of 60 minutes. Patient was hypertense. The screw broken before the removal surgery. This is report number 8 of 8 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates no anomalies were detected during device history record review. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: plate is basically in a good condition, locking threads are slightly damaged. It cannot be defined if these damages occurred during the insertion of the screws, in-situ or during the extraction. As the passivated layer is worn out at the damages indicates that they occurred post-manufacturing. However, the performed analysis of the broken locking screw showed that the construct was subjected to high dynamic bending loads, which caused finally a fatigue failure at the screws as the screws could not resist the applied force. There¿s no indication that any issue at the plate did contribute to this occurrence, therefore the complaint is unconfirmed for the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.